Event description:
Stent dislodged from balloon while inside sheath.

Manufacturer narrative:
The review of the returned device shows that the stent was dislodged about 4cm proximally up the balloon. The catheter shaft was badly kinked at the proximal balloon bond as well as at the catheter strain relief. All the impressions of the stent in the balloon material indicate that this device was crimped properly. A review of the data from quality control indicated successful passage of the lot qualification samples through a 7french cordis sheath. With no additional procedural details, films or the particular introducer sheath, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.